Event description:
It was reported that the patient's carelink alerted with a left ventricular (lv) lead high impedance. The lead was evaluated and found to have elevated threshold and no capture which confirmed the apparent lv lead fracture. The lead was programmed off and the patient is being evaluated for lead replacement. No patient complications have been reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.